Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as attendant doing continuous ambulatory peritoneal dialysis without proper training. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin 1gram stat dose (route not reported) and intraperitoneal ceftazidime 1gram once a day for one week for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient is recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's pd catheter had been removed and dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.